Event description:
It was reported that the patient's right ventricular lead exhibited oversensing due to the low-frequency attenuation filter. No device intervention was performed. The patient was stable.